Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
The biomed reported navigation (nav) ring test would not pass during preventive maintenance (pm). The settings can only be changed via the touchscreen. The field service engineer confirmed the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the front bezel to resolved the reported issue. The unit passed all tests. Failure investigation indicated minimal tests required as the root cause of nav-ring failures was determined to be due to liquid ingress.